Manufacturer narrative:
The investigation into the pump stop issue has been completed. The device was not returned for investigation. The root cause of the pump stop was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The us complainant had an impella cp support for 3 weeks when the pump stopped. The team was aware the pump had been used beyond indication. They attempted to troubleshoot by replacement of the automated impella controller (aic). This did not allow for a successful re-start and so the pump was removed and replaced in the or.